Event description:
As reported by the edwards (B)(4) affiliate, during a transfemoral tavr procedure, the patient sustained an annular rupture. Initially, the physician had planned to implant a 26mm sapien xt valve; however, after bav the decision was made to implant a 29mm sapien xt valve. After deployment in a 50:50 position across the annulus a pericardial effusion from an annular rupture was observed. The patient was converted to open surgery and, at last report, remained in stable condition post procedure. The annular rupture was attributed to severe native leaflet calcification. The annulus measured 25-26mm by tee.

Manufacturer narrative:
Additional information: additional information provided indicated the patient had severe annular calcification and moderate aortic root calcification. Per the instructions for use (IFU) cardiovascular injury, such as perforation or damage (dissection) of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for acute aortic rupture/dissection in the tavr procedure include significant valve over sizing (i.e. =4mm) in the presence of severely calcified aortic root and obliterated sinuses. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, without imaging and/or additional information regarding dimensions of the native annulus and sinus of valsalva, the exact cause for the annular rupture cannot be confirmed; however, it is possible that patient factors (severe annular calcification) contributed to the event. In addition, it is possible that the valve was oversized. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
(B)(6). Investigation is ongoing.